Manufacturer narrative:
An eval of the reported devices cannot be performed as the devices remained implanted in the pt and were not returned to the MFR. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "left knee approx (B)(6) of 2007. Right knee approx (B)(6) 2008. Left hip approx 2004. Right hip approx 2005. Car accident in (B)(6) 2008. The hip/recall issues are being handled by her lawyer and she is not reporting on that at this time. Every time the pt gets up and down the right knee hurts. She described it as feeling like the skin may be pinched. She would like to know if any of her knee implants have been recalled."